Manufacturer narrative:
There was no death or device malfunction contributing to the defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was reportedly conscious at the time of the event. The device detected ventricular fibrillation (vf), however, the ECG at the time of the shock was not visible in the device ECG recordings. The response buttons were only pressed after the treatment was delivered. The patient did not seek medical attention and ended use of the lifevest.

Event description:
A us dist contacted zoll to report that a pt experienced a defibrillation event. The pt was reportedly conscious at the time of the event. The device detected ventricular fibrillation (vf), however, the ECG at the time of the shock was not visible in the device ECG recordings. The response buttons were only pressed after the treatment was delivered. The pt did not seek med attention and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek med attention and ended use of the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device eval of monitor sn (B)(4) is underway. The reported problem (ECG no available) is being investigated. A supplemental report will be sent upon completion of investigation. Device manufacture date: monitor sn (B)(4) - (B)(6) 2014 (reuse). Electrode belt sn (B)(4) - (B)(6) 2012 (reuse).